Manufacturer narrative:
No lot number was provided and no product was received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 11 jan 2022 from the physician of a male critical care patient with unspecified pathology, who stated the patient became hypotensive and coded (nos) at the start of a continuous venovenous hemofiltration (cvvh) treatment on (B)(6) 2022. Additional information was received on 18 jan 2022 from the physician who stated the patient experienced anaphylaxis with ¿whole body flushing¿ and ¿acute severe hypotension¿ immediately after starting cvvh. The patient was fluid resuscitated (nos) and given increased doses of epinephrine, norepinephrine and vasopressin. The patient also received epinephrine 1 mg, sodium bicarbonate ¿1 amp¿, methylprednisolone, diphenhydramine, famotidine and midazolam related to the event. Per the physician, the patient was alert and following commands post event and intervention.